Event description:
In this event it is reported that while a customer using a cav.plus tap-on,220/240v,g136, allegedly the tip got hot during use. No injury.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The device was not returned for evaluation. Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038.